Manufacturer narrative:
H3: software analysis completed. Logs and archive were reviewed but provided insufficient information to determine root cause of the reported behavior. Logs show about 200 instances of the optical localizer "infrared interference error" message. Nine registration attempts were made, all with metric over 3mm. The ninth registration achieved a metric below 2mm. The user proceeded to registration verification task, but then went back to registration task. Two more registrations were created with metric above 3mm. The user finally settled on a registration with estimated registration error metric 1.9mm. The final registration trace pattern contains points below the skin model on the bridge of the nose. Logs and archive offer no further information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, software version: (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection procedure. It was reported that an alleged inaccuracy during a case with the surgeon. At the beginning, the patient's head was turned to the right and the surgeon was going checking his accuracy in accordance to the midline, and it did not appear to necessarily correlate with the navigation system but they checked the tragus and other anatomy and determined it was okay. However, after proceeding with the case, the surgeon stated that he was touching the falx with the turkey foot probe but on the navigation system it appeared to be approximately 1 inch off. There was a delay of less than 1 hour. No patient impact was correlated with this event.